Manufacturer narrative:
(B)(46. Occupation: superintendent radiographer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was initially reported during a hysterosalpingogram (hsg) procedure this week 2 cook silicone balloon hysterosalpingography injection catheters once inflated did not deflate when required. Fortunately, the radiologist tested these catheters before patient use as this would have caused cervical shock if trying to remove with an inflated balloon. The patient's examinations had to be abandoned as we did not have an alternative. Additional information was received on 30apr2019 from the initial reporter. The number of patients involved was 2. The patients ages were approximately 37-40. Unable to provide information about patient's health & history. The procedures went ahead using alternative devices. The patients suffered no adverse effects as the balloon catheters were tested before use on the patients. This report is for the 2nd patient involved during the reported deflation failures. The 1st patient event is reported in MFR. Report # 1820334-2019-00814.

Manufacturer narrative:
Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use (IFU), and quality control of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted that this lot number only had one other complaint file. This file was for the same failure and from the same facility. Furthermore, reviews of the manufacturer¿s instructions, quality control procedures, and overall device history record were conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states ¿upon removal from the package, inspect the product to ensure no damage has occurred." It goes on to say "always inflate the balloon with a sterile liquid. Never inflate with air, carbon dioxide or any other gas." Based on the information provided and no product returned, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.